Event description:
It was reported that the patient had lupus and the disease caused the scar tissue holding her lead to not form properly. The patient confirmed that the lead had ¿dislodged¿ several times, usually when she participated in physical therapy. The patient reported "multiple lead revisions" and that her managing hcp performed them. The patient noted she had a dislodgement in 2008.

Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined it was noted that the patient reported decreased lower left extremity pain and reported left flank pain. It was noted that the patient had some induration around the incision. It was noted that the wound was healing well and that the patient still complained of pain over the ins site at the left flank. It was noted that the patient was able to walk better. It was noted that the gait was slow but walk typical h-t. It was noted that the patient had tenderness at the left flank. It was further noted that the patient had crps status post spinal cord stimulation on (B)(6) 2008. It was noted that the patient has had reprogramming. It was noted that currently the patient currently had no coverage of involved area. It was noted that the spinal cord stimulation electrode shifted leftward. It was noted that the patient had left leg pain and paresthesia now offset. It was noted that the patient was to have further evaluation for coordination of electrode removal/replacement. Please note that the patient stated they were fine since 2011 as reported in manufacturer report # 3004209178-2013-21702.

Event description:
Additional information reported indicated that reprogramming was done, but the patient had no coverage of the desired area. The lead revision included the removal of the old 5-6-5 paddle lead and placement of a synergy lead with a quad lead. The ipg (implantable pulse generator) was also replaced to restore ultra. A lot of the report was illegible.